Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill within an orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill within an orthopat machine. No operator or donor injury was reported. Upon evaluation of the device the reported complaint was confirmed. A major blood spill was found. All damaged components were replaced including the power supply and the control board. The machine was decontaminated and is now ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number (B)(4). (B)(4).